Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, d1, d4, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had fingerprint spoof issues. A technical support specialist was unable to replicate the reported malfunction and recommended to cleaning the scanner or having the user to re-register their fingerprint. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using all pyxis medstation es systems, fingerprint spoof issues were identified for all the devices. The customer stated that the reported malfunction prevented the user from removing medication to a patient and there was no delay in accessing medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using all pyxis medstation es systems, fingerprint spoof issues were identified for all the devices. The customer stated that the reported malfunction prevented the user from removing medication to a patient and there was no delay in accessing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that biometric scanner spoof errors were identified. A technical support specialist was unable to replicate the reported malfunction and recommended cleaning the scanner or having the user re-register their fingerprint. The system functioned as intended after troubleshooting the device.